Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported seeing an out of regulation (oor) message on the patient programmer (pp). The patient reported that she was going to try and decrease her settings and it wouldn¿t let her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the circumstances that led to the oor message could have been that they didn't recharge the device for a while. They recharged their device and noted that the issue was resolved. No further complications reported.